Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 087 call service alarm. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 28-nov-2017 - device evaluation: the pump has been returned and evaluated by product analysis on 02-nov-2017 with the following findings: during investigation, the pump was returned and a ¿cs69¿ alarm was reproduced at power up. The pump was unable to recover from cs69 alarm after reboot, which disallowed further testing. After reviewing the black box the ¿cs69¿ failure was written as a ¿cs87¿ failure. The alarm history shows evidence of multiple cs087 alarms. The error was resident to the flash chip (u39).